Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a high blood glucose (bg) level of 690 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6)2022 with no permanent damage. Reportedly, the cause for the reported issue was due to the customer being new to pump therapy and learning how to use the pump. Tandem technical support performed a pump system check and verified the pump functioned as intended. Customer reverted to an alternate method of insulin delivery.